Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device. This occurred during dwell three of four. The home patient (hp) was connected at the time of the alarm. The technical service representative (tsr) had the hp check the lines and the hp found an open clamp on an unused line. The tsr advised the hp of proper procedures. The tsr had the hp cycle the power on the hc to end therapy. The hp was going to drain manually. There was no adverse event indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The hp had a clamp left open on unused line, which is a known cause of this issue. Per "the homechoice and homechoice pro apd systems patient at-home guide", users are instructed that clamps on any unused solution lines must remain closed when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.